Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens remains implanted. (B)(6). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a patient''s eye developed an infection after implantation of a zcb00 12.5 diopter intraocular lens (iol). The physician inspected the lens and observed that there was no issue with the iol, no issue with the surgery and no issue with the hospital. The lens remains implanted and there is no plan for explant. No further information was provided.